Manufacturer narrative:
There has been a previous report received where lack of water flow has caused an overheating insert. Since an overheating insert could necessitate medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, this malfunction would be likely to cause/contribute to a serious injury should it recur. As such, this event meets the criteria for reportability per 21 cfr part 803. Continuous water leaking due to debris buildup in the water system not allowing the solenoid to close completely, debris buildup in the water filter.

Event description:
While using a g136 scaler, the handpiece was getting hot; no injury resulted. However, during evaluation a water leak was discovered, resulting in a lack of water flow through the device.